Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. The report was created as a result of a journal article. Our experience with repair of the scapholunate ligament using the mitek bone anchor the information of the authors of the journal article are: authors: j. Pilny, j. Kubes, I. Cizmar, r. Visna; acta chirurgiae orthopaedicae et traumatologiae cechosl., 72.2005; orthopaedic department of the regional hospital, kyjevská 44, 532 03 pardubice. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable depuy synthes has been informed that the catalog number and lot number are not available. Associated medwatch number 1221934-2018-54013.

Event description:
This report is being filed after the subsequent review of the following literature article: our experience with repair of the scapholunate ligament using the mitek bone anchor a case of scapholunate advanced collapse was reported in the article.